Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the ER (emergency room) with an alert toning. An interrogation was done and showed that the right ventricular (rv) lead had a chronic rise in hv (high voltage) coil impedances. No action was taken. The lead remains in use and the patient was referred to cardiology for follow-up. No patient complications have been reported as a result of this event.